Event description:
The trocar connected to a video for use with a laparoscope in theory is supposed to let the user see the abdominal layers clearly. In reality, the abdominal layers cannot be seen clearly which caused a pt's external iliac artery to be nicked creating a life-threatening situation. The rptr is aware of another incident in his area that occurred several weeks ago. He was also told by a colleague of four or five other incidents that occurred in the past several months. The rptr is concerned that if this occurred in a surgi-center, necessary emergency measures might not be available.